Event description:
During an aneurysm treatment procedure with onyx. It was reported, the onyx vial was mixed properly and while aspirate into a syringe, the color of the liquid (onyx) was noticed different compared with other vials. The device was not used in the pt.

Manufacturer narrative:
The vial of onyx was returned for eval, but did not contain enough of the embolic solution to perform testing. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within spec.